Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when the sensor was removed, the electrode was missing. Customer also indicated that some sensors do not last the full 6 days. The customer's blood glucose reading was 144 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details were provided.